Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, shaft fracture occurred. The target lesion was in the calcified left anterior descending artery (lad). The physician had selected and attempted to advance a 2.5 x 16 mm taxus express2 drug eluting stent (des) to the target lesion but it was unable to cross the lesion. The physician removed the device from the pt's body and the shaft of the device broke outside the pt. The procedure was successfully completed with another 2.5x16mm taxus express2 des. There were no pt complications reported with the pt's current condition listed as "ok".